Event description:
As reported by the user facility: customer was using the drug library. The infusion was set up to have 500ml bag of magnesium sulfate, unknown concentration to be infused as the primary with a rate of 50ml/hr. A secondary was programmed of a 100 l bag of magnesium sulfate to infuse at 300ml/hr. The nurse stated that the pump never alarmed when the secondary was finished. When the nurse returned she noticed the primary 500ml bag only had half a bag left. Uncertain of the time frame, but the nurse was sure that the primary shouldn't have infused in that time period. The 100ml bag was empty at that time. The staff didn't know if the bags were hung correctly, which could have caused the problem as well. Biomed said when looking at the history it appears as if both bags were programmed to run at the same rate. The patient became nauseous, but no treatment was done. The patient was stable. (B)(4).